Event description:
The patient reported that they had twelve surgeries and they ¿now just finally got [the catheter] to stay put¿. The patient¿s catheter was located around l3, and their pump was in their front left stomach area. The patient wanted to know if they could use an inversion table.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.